Event description:
An error message was reported with the adc device in use with unknown phone with unknown operating system and unk app version. Customer received a "no message" error message and was unable to obtain readings. As a result, as a result, the customer experienced seizure and a loss of consciousness. The customer was treated with insulin administered by the healthcare professional and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date was determined to be 31-oct-23. Awareness date of the issue was 29-nov-23, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. The freestyle libre 2 app complaint was investigated and determined that there were no issues with the freestyle libre 2 application that would have led to the complaint. The user reported no message appears when scanning. Attempted to replicate the user¿s complaint using similar configurations and the user complaint could not be replicated and the system functioned as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device in use with unknown phone with unknown operating system version. Customer received a "no message" error message and was unable to obtain readings. As a result, as a result, the customer experienced seizure and a loss of consciousness. The customer was treated with insulin administered by the healthcare professional and no further treatment was reported. There was no report of death or permanent impairment associated with this event.